Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed leak from tubing on valve (B)(4). Fse also noted that tubing was cracked on pinch valve and replaced tubing. The issue was resolved. The root cause of the leak was cracked tubing on (B)(4). (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) stating that their coulter lh 750 hematology analyzer had a diluent leak. The customer was unable to locate the source of the leak. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe) at the time of the incident. No injury or exposure was reported and there was no affect to patient samples with regard to this event.